Event description:
Inaccurate high results with a lifescan meter. The patient's blood glucose results were 179, 119 mg/dl. Tests were done within 10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.